Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached multiple ruby coils using the lantern. Then, the tip of the lantern became accordioned as a guidewire was manipulated inside the lantern; therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.